Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices confirms the reported disassociation. It is not obvious what caused the liner to disassociate, but it appears that the liner levered out of the acetabular cup with enough force to overcome the shear strength of four ards and with enough force to crush the area surrounding the opposing two ards. The kinematics of the acetabulum and the femur during the gait cycle would be capable of causing the described deformations if there were sufficient friction between the femoral construct and the liner. Unfortunately, there are too many confounding factors to indicate a single root cause of the disassociation. Some of these factors include unknown amounts and sizes of debris in the articulating space, possible kinematic irregularities, and possible unintended contact between implanted components during the gait cycle. There is no obvious anomaly in the provided radiographs to indicate what may have caused either disassociation. No further conclusions could be drawn upon review of provided patient x-rays. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Second revision (B)(6) 2014 for the same reason - poly liner dislocation. Removing the cup, liner and head. Replace it with a cemented cup and head. Polyethylene liner dislocation from cup. First revision one year after primary surgery where they only change the liner and head. (B)(4). Primary surgery (B)(6) 2012. First revision (B)(6) 2013. No delay reported. (B)(4) advised no other information available. Question the surgeon have is why the liner dislocate from the shell (twice).